Manufacturer narrative:
B3 date of event - estimated as 3 months post implant.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. The patient was placed on aspirin and clopidogrel medication as a dual antiplatelet (dapt) medication regimen for 3 months. At the 3-month routine follow up, transesophageal echocardiogram (tee) imaging revealed a device related thrombus (drt) on the cover of the closure device. No leak or device position changes were noted. The physicians placed the patient on aspirin for lifetime, in response to the drt. No further interventions or patient complications were reported.